Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Level b investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 9th. Related complaint for needle hub separates on lot # 9231336. A review of risk management document (B)(4) indicates that the potential risk of this specific reported incident (insulin syringe), needle hub separates) was captured and addressed. The complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9231336 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. There were two (2) notifications [(B)(4)] noted for cracked hubs. The investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Based on the above, no additional investigation and no CAPA is required at this time root cause description: root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that a syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated. Verbatim: consumer reported that the needle hub separated and stayed inside of the shield. The shield was not difficult to remove."

Event description:
It was reported that a syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated. Verbatim: consumer reported that the needle hub separated and stayed inside of the shield. The shield was not difficult to remove."

Manufacturer narrative:
The following fields were updated due to additional information: h.6. Method codes: 10. Result codes: 170. Conclusion codes: 4315. H.6. Investigation summary: a visual evaluation of photo found (4) syringes with no needle assembly attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. There did not appear to be any core pin damage. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue. Customer returned (4) 3/10cc, 8mm, 31g relion syringes in an open poly bag from lot # 9231336. Customer states that the needle hub separated. All returned syringes were examined and all exhibited the hub-needle/shield assembly separated from the barrel. Manufacturing (holdrege) will be notified of this issue. H3 other text : see h.10.